Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in a procedure performed on an unknown date. During the procedure, the balloon ruptured when the papilla was dilated, causing biliary bleeding. The procedure was completed on the same day through hemostasis with self-expandable metallic stent (sems). On a later date, bleeding was confirmed again and led to operation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of biliary bleeding. Imdrf device code a0402 captures the reportable event of balloon burst. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Imdrf impact code f23 is being used to capture the reportable event of unexpected medical intervention.